Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that elevated lv thresholds were observed. On (B)(6) 2019, the lead was capped and replaced due to the capture anomaly. The patient tolerated the procedure with no complications.